Manufacturer narrative:
.

Event description:
A customer contacted a baxter technical service representative (tsr) regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per home patient (hp), his line disconnected during therapy. The hp cleared the error last night. The tsr informed the hp of the error's meaning. No pt injury or medical intervention was indicated at the time of the initial report. This writer contacted the home patient's nurse, who was aware of the 2240 alarm. The nurse confirmed the patient line became disconnected from the transfer set and that the issue has been resolved. The nurse also confirmed there was no pt injury or medical intervention associated with this incident, and that the patient has been continuing with therapy as usual.